Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the continuous glucose monitor (cgm) graph was missing the "orange horizontal line for cgm high alerts." The customer's blood glucose was 252 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.